Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical der states ae received for abnormal radiographic evaluation - adverse local tissue reaction of the right hip. Event does not meet the definition of serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Treatment includes revision on (B)(6)2017 of the depuy head and liner. Event is considered resolved.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.